Event description:
The customer's father stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 769 mg/dl. Troubleshooting was performed, and the insulin pump passed the self, prime, and high pressure tests passed. When checking the insulin pump's history files, it was discovered that the insulin pump had alarmed no delivery several times. The customer's father stated that the customer may have been performing manual boluses without knowing how. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.